Event description:
Unomedical reference no. (B)(4). Event occurred in the united states on (B)(6) 2024, patient has reported infusion set tubing detached from hub. Infusion set was in use for 2 days. Patient's blood glucose at the time of issue was 115mg/dl. No further information available.